Event description:
The patient had no improvement in symptoms following implantation of the neurostimulator. Interrogation was performed many times during the implant period and showed the device was working properly. Impedances were normal. The physician noted that the patient was diabetic and did not take proper post-operative care thus causing an infection. The infection was unable to be controlled and the device system was removed. The patient's condition returned to the pre-operative state and was noted that he had to take "a lot of drugs". No patient injuries were reported.

Manufacturer narrative:
(B)(4).